Event description:
It was reported that the patient had sepsis. The implantable cardioverter defibrillator (ICD) system was explanted. No further patie nt complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg, ICD, implanted:(B)(6) 2011. (B)(4).